Event description:
A customer reported a system message displayed and the laser would not work during setup for a procedure. A demo unit was used to proceed with the surgical cases for the day. There was no pt involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: 06/26/2014. (B)(4).